Event description:
Caller reported a malfunction on the pump, which led to the customer's blood glucose level exceeding normal limits, although the specific value was unknown, only displaying as "high." The customer addressed this by administering a correction injection through multiple daily injections and received standard assistance from a third party without incapacitation. Technical support provided pump reset instructions and assisted the caller in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue returned.